Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis that was manifested by severe abdominal pain especially with drain, nausea and vomiting. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. Two days later, the patient was treated with vancomycin (3 gram loading, 1.5 gram, daily via intraperitoneal through last fill and duration was not reported) and ceftazidime (1.5 gram daily via intraperitoneal through last fill and duration was not reported) for peritonitis and cloudy effluent. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information is available.